Manufacturer narrative:
Batch review performed on 23 september 2024. Lot 2302918: (B)(4) items manufactured and released on 22-mar-2023. Expiration date: 2028-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 1.5 years after conversion from uka to tka, the knee feels unstable and secondary resurfacing of patella is also needed. At reoperation, a thicker insert is applied, and the surgeon assesses that the retinaculum may have grown weak and contributed to the feeling of instability. The main components are left in situ as they are operating well, even though the surgeon commented that some rotation defects of the femoral component may be present. No reason to suspect deficient devices in this situation.

Event description:
Revision about 1 year and 5 months post-primary due to instability. A 2mm thicker liner was implanted and the patella bone resurfaced. Weak medial retinaculum (soft tissue) may influenced the stability as well. The surgeon commented that some rotation defects of the femoral component may be present, but not confirmed.